Manufacturer narrative:
Scar-inv-30 was raised. Returned samples confirmed the handle light was out. Battery inspection showed no leakage, but voltage readings ranged from 0.82v to 1.42v, below the required 1.5v specification. Assembly process review revealed that batteries were not placed as required; improper placement likely caused a small short-circuit loop, leading to self-discharge. Work instruction did not clearly state that batteries must not be placed haphazardly to avoid short-circuit loops, indicating insufficient detail in the wi. The root cause was inadequate work instruction. Corrective actions included updating work instructions to clarify battery placement requirements and retraining operators on the revised instructions. This is the final report.

Event description:
Attempted to intubate pediatric patient and light would not turn on. All handles of the same type were pulled and about 50% of them had also failed. I am unsure which lot the handle came from that wouldn't work on a patient as the packaging had been thrown away. Lot number has been assumed from devices tested. Serious injury/harm to patient or user occurred. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths. Serious injury has been reported but what the injury is has yet to be confirmed.

Event description:
Attempted to intubate pediatric patient and light would not turn on. All handles of the same type were pulled and about 50% of them had also failed. I am unsure which lot the handle came from that wouldn't work on a patient as the packaging had been thrown away. Lot number has been assumed from devices tested. Serious injury/harm to patient or user occurred, no indirect harm, no required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths. Serious injury has been reported but what the injury is has yet to be confirmed.

Manufacturer narrative:
Additional information is being sought from the hospital. No response as of yet.

Manufacturer narrative:
Additional information is being sought from the hospital. No response as of yet.

Event description:
Attempted to intubate pediatric patient and light would not turn on. All handles of the same type were pulled and about 50% of them had also failed. I am unsure which lot the handle came from that wouldn't work on a patient as the packaging had been thrown away. Lot number has been assumed from devices tested. Serious injury/harm to patient or user occurred. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths. Serious injury has been reported but what the injury is has yet to be confirmed.